Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital after receiving inappropriate therapy. Upon interrogation, false episodes of ventricular fibrillation due to oversensing were noted on the right ventricular channel, leading to the inappropriate atp therapy. The device was explanted and replaced. The lead was capped and a new high voltage lead was implanted. The patient was in good condition following the procedure and no further adverse events were reported. Related MFR #: 2938836-2017-29234.